Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving effective stimulation coverage. The patient underwent surgical intervention on (B)(6) 2016, where her lead was repositioned and a second lead was implanted. The patient is now receiving effective stimulation coverage.